Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) inappropriately went into backup operation with high voltage therapies disabled. Programming changes were made. The patient had no consequences due to the event.